Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the dilator was damaged. Scrub tech tried to insert dilator into sheath and upon insertion, when dilator reached distal end of sheath, we noticed the tip looked off and like it had been chafed. We then replaced dilator and kit so that we would not have any issues with loading rf wire through for going transeptal for procedure. Procedure completed using an alternate device. No patient complications. The sheath is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.